Event description:
The patient has a history of spasticity and had placement of a baclofen pump. During increase of dosage, the patient noted a failure of therapeutic effect. An x-ray demonstrated evidence of a catheter break. The patient therefore presents for revision.